Event description:
Additional information was received which noted that the shock vector was reprogrammed to distal coil to can, and the shock impedance measurements were normal in that vector. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service. Additional information was received which noted that the shock vector was reprogrammed to distal coil to can, and the shock impedance measurements were normal in that vector. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service. Additional information was received which noted that a surgical revision was later performed due to noise on the lead. An attempt was made to explant this lead; however, the lead broke around the clavicular region and a portion of the lead remained implanted in the patient. The broken portion was removed, and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.